Event description:
Customer reported the system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and put the display adapter service switch in the right position. System operates as intended.